Manufacturer narrative:
Results and conclusion: the device operated at a temperature that was out of specifications. Additionally, the overtemperature detection circuit had been adjusted after the unit was delivered to customer site, causing the detection and alarm systems to not operate as designed.

Event description:
After surgery patient had a blister on one arm and redness on the other.